Event description:
The ge oec 9800 fluoroscopy system reported image quality issue after a few seconds of fluoro. The system was re-booted twice adn the image quality issues persisted. The system was removed for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found an error in the event log indicating dark mask at the time of the reported malfunction. The malfunction could not be reproduced. All pcbs were re-seated and replaced the battery on the x-ray controller pcb. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provided any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.